Event description:
It was reported that the stylet was unable to be removed from the left ventricular (lv) lead during the implant procedure. As a result, the connector portion of the lead was damaged. The lv lead was explanted and replaced to resolve the event, and the patient was in stable condition.